Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that they went to check how ins was charged and reported they "can't get anything to work". Pt further clarified they are losing connection when trying to charge ins. Patient services walked pt through trying to charge ins on call and pt confirmed recharger was positioned correctly on ins. Pt initially confirmed charging ins with excellent connection, ins at 30%. Pt stated therapy was off. Recommended pt continue charging ins fully and then turn back on therapy. Reviewed how to turn on therapy using handset/communicator. Pt then reported they lost connection and got searching for device. Pt stated it takes a long time to charge ins and when they use belt they still get searching message. Pt then reported getting "login error, please connect to the internet, cancel or retry". Pt stated they still had recharger over ins trying to charge when this occurred. Patient services inquired if this was occurring in the recharger app and pt stated "it's on the phone" and stated that's all they could tell. Pt stated at the bottom it read "vm ware" and stated the recharger stopped beeping. Pt continued to try charging ins and then stated at the top it showed charging 30% excellent connection, but at the bottom pt stated there was still login error and "symbol, vm ware, cancel, retry". Pt pressed retry and continued trying to charge ins and stated same message appeared. Pt mentioned handset was 90%. Pt stated it appeared they were connected to the internet. Agent had difficulty determining the issue. Walked pt through pressing home button on handset, exiting recharger app and going back into recharger app. Pt then reported getting recharger stopped service code 4100. Pt pressed ok and then confirmed successfully charging ins with excellent connection and ins was at 40%. Pt will continue charging ins fully and will call patient services back if pt needs further assistance charging ins. Pt was sitting in recliner while charging ins and stated they were holding recharger with both hands and their hands were cramping. Pt stated if they use belt it seems to lose connection. Pt confirmed they can feel ins when palpating ins that pt described as "a little bump" and mentioned they are "a little chunky". Patient services reviewed recharging best practices/considerations. Pt confirmed at end of call able to remove hands from recharger and was still charging successfully (ins has now increased to 50%). Pt reported they think ins hasn't been working in the last week or so because they think ins battery got so low that therapy turned off. Agent asked for event date and pt stated they have "had issues with it right from the get go because I never got it adjusted properly when I got the device". Agent did not ask about the circumstances that led to the reported issue. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. They reported that the cause of it taking a long time to recharge and difficulty maintaining connection was user error/inexperience with external equipment and position of recharger. Patient reports that it seems to be resolved and their just figuring it out. They had just checked it and seems to be in order. Patient confirmed they were able to successfully recharge their implant and turn their stimulation on. Additional information was received from the patient. They reported they were having trouble with charging. They would get it connected for one second and then it would go off. Patient said, they can't sit and hold the recharger the whole time their arms start to hurt. Patient had put a cookie sheet behind their back. Right now they had 20% charge. It took 40 minutes to charge totally. Patient said, they had never been happy with the stimulator since implant. They saw doctor about a month ago. The doctor said they probably put the wires too deep. They were over weight and not able to use the belt because it wouldn't stay in place. Every time they recharge, they had to struggle. They didn't move a muscle to just get it charging. Their husband trying to help them this morning ((B)(6) 2022). They lost connection 4-5 times with his help this morning. Patient confirmed they didn't have communicator turned on. No emi. Did hard reset with recharger. They were sitting and holding tightly with left hand. They could feel the hardness of the stimulator. Had over underwear. Patient services suggested crossing legs or leaning forward. They almost always had excellent connection. It said my therapy on currently. They were having issues with leakage. Helps once fully charged or at 50%. Last couple days filled 4-5 pads of urine and goes down their leg. On (B)(6) they would be going in to doctor's office to see the pa. In the time on the phone they got charged to 60%. Patient services suggested maybe charging sooner in smaller intervals and told them to make notes of where the recharger was with relation to the stimulator for next time. Patient services also advised to have their husband look so he can reference the position.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot# va2883e, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-apr-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). They stated that they reached out to the patient and they denied contacting anyone regarding their device. The patient stated they are having no issues at this time.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot#: va2883e, implanted: 2020 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.